Manufacturer narrative:
A ge service representative performed an on site investigation. The circuit breaker was reset during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system displayed a power supply error, turn off wait 10 seconds. The fse, during the onsite evaluation, reported that the system was giving pre-charge voltage errors. This error will prevent the system from booting. There was no patient injury or death reported.